Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? No further information is available. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a spinal surgery on (B)(6) 2021 and a drain was used. During surgery, after applying negative pressure, the pressure was not applied properly. It was clogged. It was commented that because hemostat was used, there is a possibility that the hemostat clogged the drain. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2021. H3 evaluation: one used sample of drain was received for evaluation. During visual inspection of the drain there were no scratch marks observed on the drain. The total length of complaint sample (drain) was 960mm (specification is 1115 ±15mm) and the length of fluted area is 50mm (specification is 203 ±10mm). Since, there is no full length of drain sample to evaluate hence, the reason for pressure not applied is unknown. During batch record and retain sample review, there is not enough evidence of observation related to complaint. The complaint sample (drain) was received for evaluation, but the sample was not in its original length. The length of fluted area was 50mm instead of 203mm. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/17/2021 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.